Event description:
A customer reported that the system did not generate enough viscous fluid control (vfc) pressure during a vitrectomy procedure. The procedure was completed using a manual technique for oil injection. There was no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).